Event description:
It was reported that the procedure was to treat tight lesion in the lad and the diagonal. The bifurcation was very tight. Two whisper guide wires were placed; one in the lad and one in the diagonal. A dilatation catheter was then advanced to the lad and inflated three times to nominal. The cine showed both guide wires fully intact at this time. Resistance was felt when attempting to remove the catheter, so a decision was made to remove the guide wire and wipe it down. The guide wire would not pull out, so both of the guide wires were removed with the catheter, without any resistance being noted. Next, two different guide wires were placed the same as the whisper guide wires had been. At this point, another cine view showed that the distal 25-30 mm of a whisper guide wire lodged in the lad. It is unk which of the whisper guide wires had separated. The pt went to surgery to remove the piece of guide wire. The pt was reported to be doing fine after the procedure was completed.